Manufacturer narrative:
On february 23, 2026, the user reported discrepancies between blood glucose and sensor glucose readings. Based on a review of the sensor data available in the data management system (dms), the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care made multiple attempts to provide education regarding this adjustment period and to advise continued system use, including entering calibrations as prompted; however, the user was unresponsive and this guidance could not be relayed.

Event description:
On april 23, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.